Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This is report one of two reports (3007042319-2016-00813, 00814) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by from the patient was at home and while changing the batteries the pump shut down. The patient said that there was no connection sound with the battery. Patient stated to be asymptomatic. The patient was admitted and the power consumption was found to be at the ceiling for 2800 (watts 5.5). Log files were sent and one of the batteries showed erroneous cycles so it was taken out of use and replaced. The patient was admitted and because of the high watts the patient's anticoagulation was assessed-inr 2.8, other labs were pending. There was no problems with making power connections but the site responded that they performed an elective controller exchange. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller power-up and associate motor start event on (B)(6) 2016, indicative that both power sources were disconnected from the controller. In addition, log files confirmed the high cycle count for battery (bat306126), where the battery cycle count number was 3376. Log analysis also revealed an 'electrical fault; alarm logged on (B)(6) 2016 of type sys-front-phase-a-open. Analysis of the returned battery revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of exhibiting a high cycle count of 3376 charge/discharge cycles, indicating a memory corruption error from u2 (B)(4) ic chip on the printed circuit assembly (pca) not performing as intended. The manufacturer has opened an internal investigation to evaluate these types of issues. This is report one of two reports (3007042319-2016-00813 and 3007042319-2016-00814) submitted for devices related to the same event.